Event description:
It was reported that pump displayed malfunction alarm ¿malf 0¿ with associated fault ID and could not be reset, and no notable events occurred before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode and for returning malfunctioning pump with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.